Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, migration and ptosis.

Event description:
Healthcare professional reported via nbir "device migration/implant malposition" "change shape/size/style" and "ptosis". This record is for the left side. The device was explanted and replaced.